Event description:
3m has a new sterile processing chemical indicator 1348 for sterilization and the IFU is not available online, how are you supposed to use a product when somebody throws away the package insert and why in 2022 would a major company not have that information online. This is important for me to use it right this is patient safety we are talking about. FDA safety report ID # (B)(4).

Event description:
3m has a new sterile processing chemical indicator 1348 for sterilization and the IFU is not available online, how are you supposed to use a product when somebody throws away the package insert and why in 2022 would a major company not have that information online. This is important for me to use it right this is patient safety we are talking about. FDA safety report ID # (B)(4).